Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope adhesive around the light guide lens at the distal end is peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the damaged adhesive around the distal end light guide lens is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.